Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation of the implantable pump serial number (B)(4) revealed the following: a review of the memory confirmed the elective replacement indicator (eri) occurred on (B)(6) 2017. Additionally, a low battery reset and safe state condition occurred in the returned product analysis lab on june 09, 2017. Functional testing in the returned product analysis lab identified a high battery resistance. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving 10 mg/ml dilaudid at 4.7 mg/day via an implantable pump for spinal pain and other chronic/intract pain (trunk/limbs). It was reported that upon interrogation, the pump showed it had reached eri, which was noted to have been over a year early as the pump was implanted on (B)(6) 2011. The patient was referred to neurosurgery for pump replacement and the pump was subsequently replaced. During the replacement, the pump pocket was moved to the opposite side of the patient's abdomen, which required an additional catheter segment. The pump pocket was moved per the request of a urologist who was wanting to do a surgery and needed access to where the pump was originally implanted. The patient's dose was decreased to 3.0 mg/day after the replacement as the patient had likely not been getting drug for a few days. There were no known environmental, external, or patient factors that may have led or contributed to the issue. The event was noted to be resolved and the patient was considered to be "alive - no injury". The event date was noted to be (B)(6) 2017. No further complications were reported or anticipated. The patient's medical history included childhood stroke and chronic pain.